Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to cycling anomalies. The device was removed and replaced with a new one. There were no patient complications.